Event description:
Reporter stated that patient received the following results, with two different meters, within 1-2 minutes: hi (result over 33.3 mmol/l), 7.0 mmol/l (compact plus system 1), 7.0 mmol/l (compact plus system 2); 22.0 mmol/l or 23.6 mmol/l (unable to determine which actual result was received), 7.0 mmol/l (compact plus system 1), 7.0 mmol/l (compact plus system 2.) Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the compact plus system 2. (B)(6).